Event description:
It was reported that the ilet display was dark due to a depleted battery, leading the user to remove all infusion supplies and interrupt insulin delivery. After charging, the device powered on with a low battery indication, and customer care guided a full supply change with insulin delivery resumed. Symptoms included hyperglycemia reaching 401 mg/dl without other reported symptoms. Outcomes included no lasting health consequences or impact, and glucose subsequently returned to range. Investigation included communication and interviews with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, identified a usage problem related to not reverting to alternative therapy once ilet battery died and stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.